Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. Trace ketones were present as well. As treatment, a manual injection of insulin (3 units) was delivered.

Manufacturer narrative:
The pod was received with the cannula assembly deployed. Initial inspection of the pod found the exposed portion of the soft cannula to be kinked. Fluid path testing revealed a tear in the exposed portion of the soft cannula which resulted in an external leak. It could not be determined when these damages occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin.